Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges front caster fell off. Called ambulance to get back in bed.

Manufacturer narrative:
The provider repaired the unit and the unit is working properly.

Event description:
Alleges front caster fell off. Called ambulance to get back in bed.